Manufacturer narrative:
Device evaluated MFR: the product was returned to boston scientific for analysis. Returned product consisted of an ffr comet pressure wire connected to the occ cable. The tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The wire showed 1 kink located 123cm from the tip. The tip showed bend damage. There was some slight peeling of the coating at the 123cm location. The occ handle was connected to the ffr link to verify the signal strength. The signal was present and showed green lights as designed. The occ handle was then connected to the bench top testing equipment and the wire was inserted into the pressure chamber. The pressure was increased to verify the sensor was indeed reacting to the pressure increases and decreases. The pressure sensor functioned as designed. The coefficient values were confirmed to be programmed. The occ handle was again connected to the ffr link. The device was then connected to the polaris (ilab) test equipment via bluetooth signal. The wire communicated to the polaris system and zeroed as designed. With the wire inserted into the test pressure chamber, the wire transferred a pressure waveform to the polaris which indicates a functioning wire. The wire was removed from the occ handle with no issues. The sensor port showed no residue of body fluids. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The complaint was confirmed for shaft and tip damage.

Event description:
It was reported that difficulty advancing and tip damage occurred. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery (rca). A 2.0 x 15 emerge balloon was advanced to predilate the target lesion. A comet pressure guidewire was advanced to the target lesion, but could not pass through the angle due to a resistance. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. However, returned device analysis revealed peeled coating.